Manufacturer narrative:
(B)(4).the lot number for this device was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during use a tracheal tube cuff did not inflate. A nurse confirmed the leak. The cuff was tested prior to patient use. The tube was exchanged for a new device. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The product was returned for investigation. The malfunction was confirmed in the received sample as the cuff deflated immediately. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. An inflation and deflation test is performed on all products. The products are inspected for no leaks and any defective parts are removed from the lot. The cuff tear found in the received sample is not confirmed as related to manufacturing process.